Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had frayed cables. The procedure was completed with no reported injury. Evaluation found damage conductor wire insulation at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. There was no patient harm. There was no arcing and no thermal damage. A backup instrument was used for the procedure. The procedure was performed on (B)(6) 2023. There was no fragment issue. The customer did not have difficulty removing the instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The mbf instrument passed the electrical continuity and energy delivery test. There was no thermal damage and no missing material. The input disk number 6 was also found broken from the inside of the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.